Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Since the actual product has not been returned to the legal manufacturer and detail condition of the actual product could not be confirmed, root cause and occurrence cause of [patient bit it and now the camera doesn't work or the ultrasound] could not be identified based on the information obtained from investigation. The suggested phenomenon could therefore not be confirmed. As there was no information received of clear misuse of the device by the user, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was of the patient¿s biting the device, could not be confirmed. However, there were 20+ black dots noted in the image. Additionally, the instrument channel was leaking. There was a deep cut on the pink rubber probe, and the unit had several other forms of wear and tear noted throughout. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a therapeutic endobronchial ultrasound procedure, the patient bit the olympus evis exera ii ultrasonic bronchofiberscope and the unit stopped displaying an image. According to the initial reporter, the camera and ultrasound options would not work after the damage was caused. Reportedly, the intended procedure was able to be completed without any report of patient harm.